Event description:
It was reported that the patient was having bowel problems (constipation) and the device was shocking her while the neurostimulator was turned on. The pt had been undergoing cancer treatment and was on different pain medications. Also, for the past couple of months, the pt had been dealing with bladder infections and had been on different antibiotics. Prior to the shocking complaint, the pt had complaints of no stimulation sensation and never having therapeutic effect. Add'l info was requested.

Manufacturer narrative:
(B)(4).